Event description:
Surgeon used three opus magnum knotless implants for a rotator cuff repair performed in 2005. Approximately 4 months post operatively, patient presented with shoulder pain and x-rays were taken. Surgeon determined that the medial implant had come loose from the bone hole, and the anterior and posterior implants were securely in place. Revision surgery was performed in 2006 and patient is reportedly doing fine.